Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading, as compared to capillary glucose result. The customer experienced blurred vision, sweating, numb tongue, and loss of consciousness. The customer was taken to health clinic, but reportedly did not receive treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time the product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visually inspected sensor patch and no issues were observed. Data extraction was successful and sensor was found to be in state 6 indicating no issues observed with sensor data. Watermark was observed at the base of the sensor tail indicating that the sensor was properly inserted. The sensor was de-cased and a visual inspection was performed and no issues were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported an unspecified high sensor reading, as compared to capillary glucose result. The customer experienced blurred vision, sweating, numb tongue, and loss of consciousness. The customer was taken to health clinic, but reportedly did not receive treatment. There was no report of death or permanent injury associated with this event.